Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify-confirmation test? Yes date of confirm. Test (B)(6) 2012 results of confirm. Test other. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, abdominal pain, dysmenorrhoea, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: date of additional surgeries (B)(6) 2014 type of additional surgeries other. Received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: new pfs received- event injury replaced with new events pain back, pelvic/ abdominal ,dysmenorrhea (cramping), bleeding menorrhagia (heavy menstrual bleeding),metrorhagia (bleeding b/w periods), nickel allergy. Outcome of events pain, bleeding from unknown to recovered/resolved were updated. Product information was updated. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal') in a 31-year-old female patient who had essure (batch no: 940871-not valid, 840971-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vasectomy and dysfunctional uterine bleeding. Essure confirmation test(s) conducted, specify-confirmation test? Yes date of confirm. Test on (B)(6) 2012 results of confirm. Test other. Previously administered products included for an unreported indication: mirena. Concurrent conditions included itching, discomfort, weight loss, chlamydial infection, eczema, seasonal allergy, benign polyp of uterus, benign neoplasm and bowel adhesions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmennorhea (cramping"). On an unknown date, the patient experienced metrorrhagia ("metrorrhagia (bleeding b/w periods") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal pain, dysmenorrhoea and metrorrhagia had resolved and the vaginal haemorrhage and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date of additional surgeries on (B)(6) 2014. Type of additional surgeries other. Received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: unilateral occlusion (right tube occluded). Pathology test: on (B)(6) 2018: clinical information: severe dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: update of information (batch is invalid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia),') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 31-year-old female patient who had essure (batch no. 940871, 840971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vasectomy and dysfunctional uterine bleeding. Essure confirmation test(s) conducted, specify-confirmation test? Yes date of confirm. Test (B)(6) 2012 results of confirm. Test other. Previously administered products included for an unreported indication: mirena. Concurrent conditions included itching, discomfort, weight loss, chlamydial infection, eczema, seasonal allergy, benign polyp of uterus, benign neoplasm and bowel adhesions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced metrorrhagia ("metrorrhagia (bleeding b/w periods)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal pain, dysmenorrhoea and metrorrhagia had resolved and the vaginal haemorrhage and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date of additional surgeries (B)(6) 2014. Type of additional surgeries other. Received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (right tube occluded). Pathology test - on (B)(6) 2018: clinical information: severe dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-dec-2019: pfs and mr received. Lot number added. New reporters added, plaintiff's information updated. New events ablation, abnormal bleeding (vaginal), weight gain were added. Medical history, concomitant conditions and historical drug added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.